Event description:
The pt was not getting the same coverage. The pt's lead was revised to get better coverage. The physician felt that scar tissue due to the length of the time the lead was in place was the probable cause. Post-operatively the pt was getting better stimulation to all of her areas of need.

Manufacturer narrative:
(B) (4).